Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was educated that the pump should be plugged into a power source for at least 30 minutes. Customer acknowledged. During follow up, the customer reported that the alert had not reoccurred after charging the pump. In addition, it was reported that after charging the pump to 100%, the pump did not deplete despite pump use. Customer¿s blood glucose was 75 mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery not charging issue was verified; however, the alleged incorrectly displayed battery issue was not verified.